Event description:
The customer reported, the remote user interface (rui) is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mcu memory board. System operates as intended. (B)(4).